Event description:
It was reported that during a laparoscopic appendectomy on a young pt the blade of the device failed to retract, which cause at least a hematoma in the retroperitoneum. Access had been gained through a veress needle. The device went through the abdominal wall and kept going into the retroperitoneum. The pt was typed / crossed and ffp was called for as well. When the device was pulled out and put on the tray, the blade was checked and worked as intended. After the bleeding was treated, the case was completed. Post-operatively, the pt was not doing well and was brought back to the operating room on the same day. An injury to the iliac artery was found that was believed to be caused by the device. An open surgery was performed to repair the artery. The pt was taken to the ICU post-operatively, with an abdominal wound vac in place. On (B)(6) 2013, the pt had a third surgery. It was unclear whether this surgery was to close the wound or for some other reason. The pt spent time in the hospital but the exact number of days was not provided. The pt was reported to be home and doing fine as of the date of this report. Additional info was requested, but no additional info was received. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
The device was initially sent to the MFR, but prior to arrival was requested to be returned with strict instructions that no eval was to be performed. The device was received, observed to belong to this MFR and returned as requested. The device history record was reviewed and no discrepancies were noted.